Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: endoscopic nipple-sparing mastectomy event description: the device was used to perform a bilateral endoscopic nipple sparing mastectomy. During the procedure, the surgeon noticed damage to the skin edges, lesion-like abrasions, after removing the device, particularly in the second breast. An open dissection was conducted prior to the placement of the gelpoint mini. During this dissection, the surgeon utilized a metal retractor and a monopolar pen for dissection. It seems that the surgeons may have rolled over the alexis. Additionally, there was significant manipulation of the device, with movement up and down during dissection. The incision skin edges were damaged. The surgeon trimmed the edges of the skin before suturing the incision. Intervention: the surgeon trimmed the edges of the skin before suturing the incision. Patient status: yes, the incision skin edges were damaged.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the damage to the skin was provided. Visual inspection confirmed the complainant¿s experience of skin abrasions. Based on the event description and the provided photo, it is possible that the damage to the skin on the edges of the incision was caused by another device. However, the exact root cause of the injury is unknown. This event was initially reported based on the description of the event. However, based on further examination of the event description and the provided photo, applied medical determined that this event is not reportable as it is unlikely to lead to death or serious deterioration in the state of health. According to a review done by a subject matter expert.

Event description:
Procedure performed: endoscopic nipple-sparing mastectomy. Event description: the device was used to perform a bilateral endoscopic nipple sparing mastectomy. During the procedure, the surgeon noticed damage to the skin edges, lesion-like abrasions, after removing the device, particularly in the second breast. An open dissection was conducted prior to the placement of the gelpoint mini. During this dissection, the surgeon utilized a metal retractor and a monopolar pen for dissection. It seems that the surgeons may have rolled over the alexis. Additionally, there was significant manipulation of the device, with movement up and down during dissection. The incision skin edges were damaged. The surgeon trimmed the edges of the skin before suturing the incision. Information received by company rep. Via e-mail on 11apr2024: lot no 1506426. Incision size - 3,5-4cm. Yes the surgeon sweep tissue around the inner ring before rolling down the alexis. No damage to the tissue. Intervention: the surgeon trimmed the edges of the skin before suturing the incision. Patient status: yes, the incision skin edges were damaged.